Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented to clinic for follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient was asymptomatic and did not receive any therapy during the oversensing. Programming changes and further testing were recommended to be discussed with physician. No further information available.